Event description:
The patient has 4 leads (from the same lot) implanted as part of her pns (off label) system. It was reported the patient experiences pain at the lead site with stimulation on and off. Diagnostic testing and x-rays did not identify any anomalies. The patient is to undergo reprograming at the later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.